Event description:
Decoder analysis confirmed that on (B)(6) 2010, the device was found to be a pulse disabled condition due to vbat<eos. Device diagnostics are not available. Programming history shows that the device was programmed on at the time of surgery, and found at the pulse disabled condition on (B)(6) 2010. The patient's device was programmed on again on (B)(6) 2010. An interrogation on (B)(6) 2011 showed the device was enabled to deliver therapy. A review of manufacturing records confirmed that the device passed all functional tests prior to distribution.

Event description:
During this review of the vns programming history database for this vns generator on (B)(6) 2012, it was identified that the device was in a pulse disabled state due to "vbat<eos threshold" due to an unknown reason as noted on the initial interrogation on (B)(6) 2010. In addition there was a low impedance value (79 ohms) stored within the generator memory as noted on the date of implant, however this is from the stored impedance value from when the device was manufactured. There was no diagnostic test performed on this device on the date of implant ((B)(6) 2010); therefore, the impedance value did not get updated.

Manufacturer narrative:
Review of programming history.